Manufacturer narrative:
The device was not returned to zoll for evaluation. Review of the clinical data file provided determined that there was no clear indication that this patient was in a cardiac arrest at the time of the report. Follow up with the customer confirmed that the patient was awake and talking. The clinical review observed motion artifacts in the ECG during analysis causing the rhythm to appear chaotic and thus return a shockable determination. According to the r series operator's guide, when operating in AED mode, the patient must meet the following criteria: be unconscious, absence of breathing and absence of a pulse. In this case, with the patient awake and talking, the use of a 3 lead ECG cable would have been more appropriate. No device malfunction; the device was connected to a patient using a feature outside the intended use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician disabled the energy and did not deliver the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.